Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the right ventricular lead oversensed noise and exhibited low pacing impedance. The low pacing impedance triggered a polarity switch and the patient experienced extracardiac stimulation. Programming changes were implemented; the device will continue to be monitored. The patient was in stable condition.